Event description:
It was reported by the customer that the fms duo was reading low pressure. The surgeon noticed that the knee that was being operated on was filling with fluid and decided to abort the procedure and perform a fasciotomy. The pump will be returned for analysis and repair and then returned to the customer. Per supplemental information: did fasciotomy to relieve pressure. Surgeon believes patient had ¿compartment syndrome¿. Patient has circulation in feet and toes. For further information, call surgeon. Their attorney is telling them to only send in tubing if they can get it back. Added on (B)(6) 2013: customer called to clarify that they do not want the pump repaired, only analyzed and returned to them. Also see associated mdrs 1221934-2013-00378 and 1221934-2013-00380.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting to see if there is a return.

Manufacturer narrative:
The complaint device is not being returned, therefore, unavailable for a physical evaluation. A batch record review was not available for the reported therefore batch review or a lot specific search in the complaints handling system could not be conducted. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Based on the information provided, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer that the fms duo was reading low pressure. The surgeon noticed that the knee that was being operated on was filling with fluid and decided to abort the procedure and perform a fasciotomy. The pump will be returned for analysis and repair and then returned to the customer. Per supplemental information: did fasciotomy to relieve pressure. Surgeon believes patient had ¿compartment syndrome¿. Patient has circulation in feet and toes. For further information, call surgeon. Their attorney is telling them to only send in tubing if they can get it back. Added 12/17/2013: customer called to clarify that they do not want the pump repaired, only analyzed and returned to them. Also see associated mdrs 1221934-2013-00378 and 1221934-2013-00380.